Event description:
Per the clinic, the patient developed an osteomyelitis in the cochlea and has not achieved any auditory perception with the device. On occasion, the patient has reported only discomfort associated with device use. Reprogramming attempts were made; however, the issue could not be resolved. The implanted device remains. Additional information has been requested but it has not been made available as of the date of this report.